Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged belt) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, all the wires were severed. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was damaged.